Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per picture provided that shows the broken bio-screw. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07 january 2025, it was reported by a sales representative via email that 3 x ar-2324bcc bio-comp swvlk c, cld 4.75x19.1mm were reported to have broken on insertion into patella after drilling 4.5mm tunnel. This occurred on 06 january 2025 in the avenue hospital during a mpfl reconstruction. A fragment did break off one of the swivelocks but was retrieved successfully. The case was completed successfully using a fourth swivelock. There was case involvement.